Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. The malfunction code did not recur after the reset, and the customer was informed that they could continue using the pump, with the instruction to call back if the issue reappeared.